Event description:
It was reported that pump displayed malfunction alarm code 12 without any notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer will continue to use current pump, relying on mobile app to interact/bolus with pump.